Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn(B)(6)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and archive data review. The root cause of the observed ua 7 error was the defective load cell 1. The defective load cell was likely attributed to mishandling such as a drop or a defective component. No physical damage was observed on the autopulse platform during visual inspection. Unrelated to the reported complaint, noticed that the encoder drive shaft was not rotating smoothly and exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. Deburring and filing of the clutch plate were performed to remedy the problem. The impact of sticky clutch was not severe enough to make the platform non-functional. The initial functional testing of the autopulse platform could not be performed due to ua 7 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the load cell 1 was defective. The load cell 1 was replaced to address the reported complaint. The archive data review showed occurrence of multiple ua 7 error messages, thus confirming the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).